Manufacturer narrative:
The pump was received with broken reservoir tube lip and glue on it. The pump also had severely scratched display window, cracked case at display window corners and cracked battery tube threads.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the reservoir chamber broke off. The customer's blood glucose level at the time of incident was unknown. The customer was advised that the pump would need to be replaced and returned for analysis.